Manufacturer narrative:
The real intelligence cori, part number rob10024, serial number (B)(6), used for treatment was not returned for evaluation, therefore a device analysis was unable to be performed. The clinical medical investigation performed does not provide any relevant additional information for the complaint. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing records indicate the device met all specifications upon release into distribution. In the event of a system failure, refer to the recovery procedure guidelines in the real intelligence cori for knee arthroplasty user manual (500230 rev d). A failure can consist of, but is not limited to, a system software crash, unrecoverable hardware failure, handpiece failure with no backup available, tracker failure or loss of contact with bone that is unrecoverable, etc. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical escalation event review was not completed. The product was not returned and no evidence was made available to link the complaint to an escalation event. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with checkpoint movement. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Event description:
It was reported that, during a cori assisted tka surgery, the surgeon got to the check point screen before cutting the femur and tibia and received a check point error of 11mm. It was found that the tibia tracker had moved. The sales rep pressed the back button, all the way back to the beginning (tracker camera screen), and began re-registering the data. Here is when they got to the initial planning screen (before stressed rom) and noticed that the implants were not centered on the bone mesh. The sales rep pressed "reset femur position" and "reset tibia position", which centered them correctly. Then they got to the stressed rom screen and the graphs were incorrect giving us numbers that were not accurate. When stressing after the trackers moved, the data was showing that it were extremely tight medially again and the knee was not that tight, considering a release was done. The surgeon went to the planning screen and the resection numbers were also different, so they could not rely on the data given, considering the graphs did not seem accurate. The cori system was probably holding onto some of the original data. The surgery was completed, after a significant delay, changing to manual procedure. The day after discovering this, the team ran a saw bone test to see if the cori system was retaining any of the data. They tried mimicking what happened in the case by just pressing the back button and not the "start over" button and it seemed to have retained the original data. Then they practiced by pressing the "start over" button, which gave us a warning that it would clear all of the previous data, and it actually did not clear all of the data. It gave a morphed bone model and the stress information was not close to consistent.

Manufacturer narrative:
H10: internal complaint reference (B)(4).